Event description:
Pt underwent revision left total hip arthroplasty in 2005, implants placed for trochanteric fixation seperated and pt returned to surgery to remove components in about a month later.